Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery, the handpiece spontaneously overheated and it did not perform phacoemulsification even when the phacoemulsification power rises to 100%. The handpiece does not emulsify or aspirate the crystalline and then it was overheated. The surgeon quickly remove the handpiece from the eye and decided to switch to another handpiece to advance with the surgery. Additional information received confirmed that the handpiece still does not work and they have stopped using it. The patient developed corneal edema as more ultrasound used than normal due to handpiece failure. The patient required medication to reduce the inflammation. The surgery was completed on the same day. The patient recovered from the event.